Event description:
It was reported that the patient experienced coupling and or communication issues. An ins overdischarge was suspected. The last successful recharging session was 1 to 2 months ago. Use of the antenna locate feature displayed the 'reposition antenna' screen. The patient met with a manufacturer and it was determined that both of her neurostimulators (ins) were overdischarged. A physician mode recharge was performed on each ins and the patient was taught how to restart the 60 minute clock until she got the normal charge screen. The patient was instructed to charge both devices to 100%, and call the representative with an update. It was noted that the cause of the overdischarge was unknown, however, the patient had been on increased pain meds and had been forgetting things and sleeping a lot. Over the next several months the patient continued to attempt 60 minute countdown clock recharges on both implants without success. The patient was also unable to make several appointments with the manufacturer representative. It was noted that the patient fell asleep a lot, and it was thought that either the recharger would move off the implant or the patient would forget to start the countdown again. The patient was seen again on (B)(6), and it was noted that both inss felt tilted, which could explain why the patient was having trouble getting the 60 minute countdown to work. It was noted that the patient was much more alert, had lost (B)(6), and has been exercising. She did not seem nearly as lethargic and sleepy as she had previously, which contributed to not being able to recharge. The patient planned to continue trying to recharge, and if that failed, she would talk to the va about battery changes for both inss. The manufacturer representative attempted to interrogate the inss with an 8840 programmer without success. It was later reported that the patient could not get either battery charged so she was moving forward with battery changes. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that patient had the batteries replaced on (B)(6) 2012. All impedances were within normal limits. Patient had great coverage for her areas of pain. Refer to manufacturer report # 3004209178-2012-06642.

Manufacturer narrative:
Product ID, 39565-65 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 37092 lot# 250420001, implanted: 2010 (B)(6), product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted: (B)(6), explanted: na; extension model 3708120, serial # (B)(4), implanted: (B)(6), explanted: na; extension model 3708120, serial # (B)(4), implanted: (B)(6), explanted: na; adaptor model 37092, lot # 249360003; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).

Manufacturer narrative:
Analysis of the device, model # 37712, serial # (B)(4), found reduced capacity due to overdicharge. No significant anomaly. Analysis of the device, model # 37712, serial # (B)(4), found reduced capacity due to overdicharge. No significant anomaly.